Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels while on auto mode. The customer's blood glucose was 42mg/dl at the time of incident and current blood glucose is 292mg/dl. Trouble shooting was performed and found customer experiencing low blood glucose levels between 3am and 7am. Customer treats low blood glucose by eating a quarter of peanut butter sandwich. Advised customer to monitor blood glucose and contact their healthcare provider. The health care professional found customer has been entering bolus 30 minutes after consuming meals instead of before. Customer stated may over bolus and not counting carbohydrates correctly. Customer advised to bolus 15-30 minutes prior to meal. The insulin pump will not be returned for analysis.